Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy. The event was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (1.5g; frequency and duration not reported), intraperitoneal ceftazidime (1g; frequency and duration not reported), and intraperitoneal cephazolin (2g for twenty days; frequency not reported) for peritonitis. Apd therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.